Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack could not be deployed within aorta. The procedure was completed without any problems using a spare heart string. No health hazard to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the delivery device was returned for evaluation on 21sep2021. Device was investigated on 04oct2021. A visual inspection was conducted. Signs of clinical use and speck of blood was observed on the delivery device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. The seal was observed to be out of the tip of the delivery tube in an unwrapped state. The tension spring was removed from the delivery tube. The seal was observed to have no cracks or delamination. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.198 inches , the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). Based on the received condition of the device the reported ¿activation problem¿ was not confirmed.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
N/a.